Event description:
Information received indicates the bed has no power and the ground loss light is flashing.

Manufacturer narrative:
The technician found corrosion on the power supply board. The technician cleaned the power supply board to repair the bed.